Event description:
As reported, upon opening the packaging of this fogarty embolectomy catheter, the stylet could not be pulled out from the catheter body. Therefore, the product was unable to be used and was not inserted. There was no allegation of patient injury. The device was received for evaluation and the catheter body was broken next to y-adapter. Cross-surfaces of broken section appeared uneven and rough. Catheter body matched at the broken location.

Manufacturer narrative:
The device was received for evaluation. The report of "stylet could not be pulled out from the catheter body" was unable to be confirmed. As received, catheter body was broken next to y-adapter. Cross-surfaces of broken section appeared uneven and rough. Catheter body matched at the broken location. Returned stylet was inserted from hub to broken section and from tip to broken section without any restrictions. A lab sample 0.025" guidewire (recommended size in the IFU) was inserted from hub to broken section and from tip to broken section without any restrictions. No other visible damage was observed from catheter body, balloon, or windings. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.